Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
On 07-may-2025 the parent reported that the recipient was not responding to sounds with the device. Mother reported that there was a previous trauma on 31-may-2024 and the audio processor (ap) was severely damaged. However, after repair of the ap the recipient has been using the ap with no problem. Re-implantation is considered.

Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to the reported mechanical impact appears very likely. However, to determine an exact root cause device investigation would be necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
On (B)(6) 2025 the parent reported that the recipient was not responding to sounds with the device. Mother reported that there was a previous trauma on (B)(6) 2024 and the audio processor (ap) was severely damaged. However, after repair of the ap the recipient has been using the ap with no problem. Re-implantation is considered.